Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving an alert. Low impedance was observed, though, several test measured within range. No adverse consequences were reported. Lead remains implanted.